Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer's daughter stated that her dad's pump stop working and it read battery out limit. The daughter stated that her dad was sleeping and he heard the pump beep. The daughter stated that the pump alarmed during normal use. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump gave a button error alarm and had no act or up button response due to corroded keypad traces. Unable to verify for operating currents including low battery, battery out of limit or off no power alarms due to no act button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.